Manufacturer narrative:
Steris became aware of the reported incident through a chemtrec incident report on november 17, 2015. The customer reported a burning sensation on his hands and in his eyes after removing items from the sterilizer. The individual washed his hands and flushed his eyes with water and stated that after these actions were completed, the burning sensations stopped. No medical treatment was sought or administered. The employee then placed gloves on his hands and removed the remaining items from the sterilizer. The employee was not initially wearing gloves upon removal of the instruments. A material safety data sheet (msds) was provided to the facility which addresses exposure controls when working with envirosystems ethylene oxide sterilant. The msds states, "8.2 hand protection: wear protective gloves. Use neoprene gloves. Use gloves constructed of chemical resistant materials such as heavy nitrile rubber if frequent or prolonged contact is expected. In addition, "eye protection: wear protective eyewear. Eye protection, including both chemical splash goggles and face shield, must be worn when possibility exists for eye contact due to spraying liquid or airborne particles. Do not wear contact lenses." The customer has reported feeling fine with no sustained pain or discomfort. No further issues have been reported.

Event description:
The customer reported that ethylene oxide sterilant was used in a sterilizer and upon removal of the sterilized instruments; the customer experienced burning in his eyes and irritation on his hands.